Event description:
It was reported that when the scrub tech was screwing the hand piece together with the t-handle, the set screw broke. It was passed off the field and put into the sharps. Opened up a new hand piece. The scrub tech thought the hand piece could not be opened but upon further investigation the actual handpiece was fine. No surgery was involved.

Manufacturer narrative:
H10 h3, h6: the thumbscrew, intended for use in treatment, was not made available to the designated complaint unit for investigation. According to the field report, when the scrub tech was screwing the hand piece together with the t-wrench, the set screw broke. It was passed off the field and put into the sharps. They opened up a new hand piece. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Therefore, the root cause could not be determined. A factor that could have contributed to the reported event includes the user over tightening the thumbscrew.